Event description:
On (B)(6) 2011, pt reported both her up and down buttons are not working. Pt stated she noticed the buttons were not working when she would have to press the buttons several times before the infusion device vibrated or beeped. Pt reported she noticed the issue a few months ago. Pt stated the buttons pop back out when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.